Event description:
Under infusion set at 10 got 9.3. No patient injury associated with this allegation.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn. Upon receipt of device, investigation will be completed and follow up submitted.